Event description:
While performing bench services for the device, a philips bench technician noted damage to multiple components due to the unit being dropped. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.